Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user had discrepancy in morphine dispensing transaction intacted dispensed wrong one. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user had discrepancy in morphine dispensing transaction intacted dispensed wrong one. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis station recorded the transaction as remove one syringe and labeled it as dispense wrong, which caused a count discrepancy. The technical support specialist (tss) followed up with the customer to request dial-in permission and a preferred time frame. Multiple follow-up attempts were made over several days, but no response was received. The system functioned as intended before the technical support specialist troubleshot the device.